Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported patient with rough epithelium of the left eye at one day lasik post-operative visit. At visit, patient complained "feeling like needles in left eye." Additional information has been requested.